Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there were no problems advancing the unspecified 3.5x24 mm stent delivery system over the guide wire after the unspecified 2.0x15 mm balloon dilatation catheter was used, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely interaction with the balloon dilatation catheter resulted in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending coronary artery with 95% stenosis. A 014 hi-torque pilot guidewire was advanced to the lesion. An unspecified 2.0x15 mm semi compliant balloon dilatation catheter (bdc) was advanced to the lesion with resistance on the guidewire. An attempt to move the guidewire while the balloon was inflated was made. The bdc was removed independently with resistance from the guidewire. The procedure was successfully completed by deploying an unspecified 3.5x24 mm drug eluting stent using the same guidewire. There were no problems advancing the stent delivery system over the guidewire. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.